Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline but the device did not function as intended for both ablate and coagulate. The device was sent to supplier for evaluation. The following evaluation was received from the supplier: the initial customer complaint stated that a new electrode was opened with no further details related to the electrode. A detailed investigation of the active circuit highlighted an open circuit across the crimp located within the handle. From our investigation we were able to confirm the returned device had no active continuity indicating an intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document and the current risk severity category is classed as low and a failure severity of minor. A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. The evidence seen is consistent with previous devices that have been investigated under a CAPA which has identified the components used in the process are not compatible for this method of joining and the root cause of this failure is a design fault. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. As part of the design change, the complaint rate was evaluated and determined to be within acceptable limits. Therefore, the benefits outweigh the risks associated with the device; design change was implemented as product enhancement. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during arthroscopic shoulder stabilization surgical procedure, it was observed that the tip on the expressew needle device broke while in use with the electrode device. It was reported that the broken needle device was removed from the patient. It was reported that a new electrode device was opened to complete the procedure. During in-house engineering evaluation, it was determined that the electrode would not coagulate. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.